Event description:
A power source alert 07 was reported. The customer's blood glucose level did not exceed 500 mg/dl. The issue was resolved by plugging the charging cable into a wall adapter, which allowed the pump to begin charging, with no further assistance required.